Event description:
I get my bi-pap supplies from walnut medical services; (B)(6). On (B)(6) 2018 I ordered my supplies for the month which included a water chamber. My insurance pays for one every six months. I got everything, but the water chamber. I figured they just forgot it and thought I would just order it with my (B)(6) supplies. I ordered these on (B)(6) 2018. On (B)(6) 2018 I received everything, but the water chamber. I called (B)(6) medical and left a message on their machine since no one answered stating that once again I didn't get my water chamber. I asked if they were out of them of if there was a problem of some kind to call and let me know. On (B)(6) 2018, I received a package from them that I figured was the water chamber. It was wrapped very nicely and I opened it up. There was a box taped shut and all the printing on the box was blacked out. Inside was an invoice; sales order (B)(4); date (B)(6) 2018 3:38:52 pm; customer ID (B)(6). With it was a zip lock baggy with a water chamber inside. I took it out and noticed right away it was one that was discontinued several years ago. There were no fittings to hook it to my machine. Upon further inspection I noticed scuff marks on the outside. I looked at it a little closer and noticed old water level marks on the inside. This water chamber was used by someone else for a long time some time ago. I was totally disgusted that they gave me this. I breathe thru this for eight hours a night 365 days a year. The more I think about this the madder I become. I was going to call them and complain, but after what they did I'm not sure I could control my temper. Just to think that they really expected me to use this disgusting thing turns my stomach. If you need pictures I will try to send them. I don't know a lot about how to do that on a computer or I can mail them to you. I can even send you everything I got that day. Let me know.